Event description:
Patient reported that the aligner has caused their tooth to turn black and killed it. There is discoloration on #9. Requested additional information and for the patient to see their dentist and to provide diagnostic findings.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.